Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that there was a suspected blocked cannula, although no obstruction was visible upon removal. The pod had been worn on the leg between 1 and 4 hours. After changing the pod, the patient's blood glucose levels began to rise, reaching around 250 mg/dl. Due to persistent high bg levels, a cold and symptoms including vomiting, the patient sought medical attention. The pod had been removed prior arrival at the emergency room. The diagnosis was elevated ketone levels (4.4 mmol/l) and the patient received a 1.5-unit insulin injection. The visit lasted approximately 4 hours, and the patient has since recovered.